Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to receive effective therapy due to receiving stimulation in an unintended area. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor was unable to reposition the lead due to scar tissue. In turn, the doctor damaged the patient's lead. As a result, the doctor explanted and replaced the lead. The doctor also electively explanted and replaced the patient's anchors. Surgical intervention resolved the patient's issue.